Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - alval / adverse reaction to metal debris. Groin pain began in (B)(6) 2008. Analysed independently first. Update received: 17th june 2014 - added x-rays, added patient name, added patient ID (initials), left note - see additional information, added product: head, added product type: resurfacing system and added side hip: left. Update received: 2nd july 2014 - added surgeon confirmation form, added revision date: (B)(6) 2008, added surgeon title and initials: mr (B)(6), added hospitals: (B)(6) and added further reason(s) for revision: pain. Update - added file handler details on 22nd july 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - alval / adverse reaction to metal debris. Groin pain began in (B)(6) 2008. Analysed independently first. Update received: 17th june 2014 - added x-rays, added patient name, added patient ID (initials), left note - see additional information, added product: head, added product type: resurfacing system and added side hip: left. Update received: 2nd july 2014 - added surgeon confirmation form, added revision date: (B)(6) 2008, added surgeon title and initials: mr (B)(6), added hospitals: (B)(6) and added further reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ alval / adverse reaction to metal debris, groin pain began in (B)(6) 2008, analysed independenlty first. Update received: (B)(6) 2014 - attached x-rays, added patient name, added patient ID (initials), left note - see additional information, added product: head, added product type: resurfacing system and added side hip: left.